Event description:
It was reported that during device changeout procedure involving electrocautery, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.